Manufacturer narrative:
H6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see h10.

Event description:
It was reported that 20 syringes 10ml reg pr saline 10ml fill experienced the tips/luers of the syringes breaking off. The following information was provided by the initial reporter: material no: 306546 batch no: 0099588. Event description: they are breaking inside the cup, that when he open the tip is broken. When was this discovered? Before, during, or after use? Before use. Quantity affected? 20 syringe. Please confirm patient/staff was not harmed? No harm. How many times has this been an issue with this product? 20.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 20 syringes 10ml reg pr saline 10ml fill experienced the tips/luers of the syringes breaking off. The following information was provided by the initial reporter: material no: 306546 batch no: 0099588. Event description: they are breaking inside the cup, that when he open the tip is broken. When was this discovered? Before, during, or after use? Before use. Quantity affected? 20 syringe. Please confirm patient/staff was not harmed? No harm. How many times has this been an issue with this product? 20.